Event description:
It was reported that during a follow up procedure, the atrial lead exhibited noise which resulted in high ventricular rate episodes. The physician elected not to revise the lead. The patient was in good condition.